Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report error 32056 on universal surgical manipulator (usm)3. The power cycle did not resolve this issue. Tse advised to perform the patient side cart (psc) hard power cycle and emergency power off (epo) but the error persisted. Tse confirmed that error 32056 was pointing to usm3 axes controller arm (aca). There was no report of patient involvement or patient injury. Isi followed up with the initial reporter and obtained the following additional information: the issue was identified prior to starting pre-anesthesia. Ports were not placed. System functionality was fine. During power on, error 32058 was observed in the usm3. There was also error 48100,1123,1174 records in the usm3. There was no information about how was the procedure completed.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. In artemis, the 32056 error axes controller arm (aca) failed to initialize inter-integrated circuit (i2c) device was followed by a 1123 arm3 usm encoder error failed to read cal data from searchlight, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a system where the 32056 error was triggered, replicating the reported event. The unit was then installed onto a patient side cart (psc) fixture test platform (pftp) where usm automatic gain control (agc) current was found to be failing on yaw axis. Once testing was complete the yaw searchlight flat flex cable was tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. A review of the remotefe procedure log with the information provided resulted in no additional information. Device history record (DHR) review for the device(s) involved with the reported event was not performed, as the applicable product is a system component that has been serviced post-manufacture. The root cause is attributed to a faulty searchlight flat flex cable in the usm. This issue may be resolved by fse replacement of the usm.